Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative performed monitor and filament calibration, adjusted the focus on the camera and verified auto tracking. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed poor image quality and the up and down button would not work properly. No patient injury was reported.